Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp verified the wall connection and provided the customer with the replacement o2 hose. The device was not in the department at the time, so the customer informed the asp that the replacement o2 hose will be installed as soon as the device becomes available. The investigation concludes that no further action is required at this time as the replacement o2 hose should resolve the issue. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a problem with the oxygen hose-- the oxygen hose did not hook up to the medical gas connection. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The oxygen hose did not hook up to the medical gas connection. Based on the previous preventive maintenance (pm) that was carried out, the remote service engineer (rse) deduced that the customer needed to replace the oxygen (o2) hose.